Event description:
IV catheter unable to thread after through the skin. Nine attempts on patient prior to successful thread and placement by 3 different rns and 1 crna. All reported same issue of difficulty threading catheter of IV and all IV's from same lot#. Reference report mw5116682, mw5116683, mw5116681.